Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a facility regarding primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch. It was reported that tubing has a leak. There was no reported patient involvement and no reported patient harm.